Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient received no insulin during the night; was admitted to hospital because patient was not able to get the blood glucose level under control. Treatment received was not provided; patient remains in the hospital. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.